Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2025, to reposition the device. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.